Manufacturer narrative:
Follow up #1 submitted: 11/30/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6). (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue; moisture in the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/01/2016 with the following findings: corrosion was observed in the battery canister. A leak test was performed and failed due to a battery compartment leak due to a battery compartment crack. The battery cap was undamaged and was tightened and then unscrewed half turn with no power reboots occurring; no power interruptions occurred during the investigation; therefore, investigators were unable to duplicate the ¿power¿ complaint. The cap was able to maintain electrical connection without any issues. The pump¿s cover was removed and no further corrosion or any intermittent conditions were found to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).